Event description:
It was reported that the patient presented in the hospital for device change-out due to normal eri. Post change out, noise was noted after 36j shock was performed. The physician believes lead to lead abrasion was causing the lead noise. The lead was capped and replaced.